Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had c-34 errors. The customer connected a third-party generator. Technical support engineer (tse) confirmed multiple c-34 events in the logs. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint through system logs. A visual inspection revealed a paint chip and scratches on the cover, as well as scratches on the bezel. During system testing, the erbe displayed error c-34 upon startup. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.